Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that a cinch lock anchor broke during hip arthroscopy.

Manufacturer narrative:
The reported device was not received for investigation; therefore the reported failure cannot be confirmed. The complaint will be closed without a detailed investigation report and based on probable root cause. In the event that the device is received, the complaint will be reopened and the investigation will be updated with the new results. Probable root cause for the reported failure involving this device could have been caused by: design: inserter material/design too weak; anchor/inserter assembly design cannot support insertion forces - anchor raw material selection insufficient for insertion into bone; process: anchor/inserter not manufactured to specification; anchor/inserter not assembled to specification; application: excessive force impacting inserter; extremely hard bone, no pilot hole drilled; the product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that a cinch lock anchor broke during hip arthroscopy.